Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is 2 of 4 reports for complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013 it was reported that the reamer head was falling off the reamer. This has occurred 5 times with the same device. This is 2 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot 6668923 revealed the flexible cannulated reamer was manufactured by greatbatch medical. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device is used for treatment, not diagnosis the device was received with the reamer broken off the flexible shaft, permanent bends in the flexible shaft, and scratches along the flexible shaft and coupling. The reamer tip is not present. Precimed manufactured the flexible cannulated reamer, 385mm, p/n 359.112, lot 6668923. Due to an unknown cause, the cannulated reamer tip broke off of the part. The material of the flexible shaft was determined to differ from the suppliers specifications. Material hardness values could not be determined due to part geometry. The instrument conformed to all dimensional specifications at the time of manufacturing. The reamer withstood the specified amount of torsional force. A CAPA determination has been opened.

Manufacturer narrative:
This device used for treatment and not diagnosis. Our investigation has shown that the weld connection between the flexible shaft and the reamer head has broken off during reaming. There are no other damages visible. Unfortunately no further details have been provided in order to determine the exact cause which has lead to this damage. We can only suppose that to much mechanical force may have been the cause of this breakage. Nevertheless as we did have similar complaints with other articles of the same nature, we decided to return this instrument back to the manufacturer for a closer investigation. The investigation is ongoing.